Manufacturer narrative:
The patients ipg became inoperable following an unrelated surgery. Ipg was not in surgery mode. The ipg was recovered through abbott intervention, and therapy restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. Additional information received indicates the ipg was recovered, and therapy restored.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. During processing of this incident, attempts were made to obtain complete patient information. Additional information received indicates the ipg was recovered, and therapy restored.